Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. As the dragonfly imaging catheter was advancing there was some resistance with the hi-torque balance middleweight universal ii guide wire but was able to reach the lesion. It was noted that the abbott guide wire became prolapsed but was still used as imaging was completed. During removal, it was noted that the hi-torque balance middleweight universal ii guide wire became entangled/stuck with the oct catheter. The hi-torque balance middleweight universal ii guide wire needed to be simply removed along with the catheter because they were stuck to each other. There were no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported difficulties were unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, accessory devices used, anatomical conditions, inner diameter of guide wire lumen of delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the device catheter, coagulation of blood or procedural contaminates. It should be noted that the instructions for use (IFU) guide wire hi-torque guide wires for ptca, pta stents, with ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not allow the guide wire tip to remain in a prolapsed condition. In this case, the reported IFU violation of prolapsed tip was noted while the use of the imaging catheter was completed. The investigation was unable to determine a conclusive cause for the reported difficulty to advance, device prolapse, device damaged by another device and difficulty to remove. Based on the reported information and returned analysis, it is possible that during advancement through accessory devices and/or the anatomy, the polymer coating became damaged resulting in the difficulty to advance the imaging catheter over the guide wire, causing the tip to kink and appear prolapsed. Manipulation against resistance during retraction of the imaging catheter likely caused the noted polymer damages to the polymer coating resulting in the difficulty to remove and subsequent damages and separations to the guide wire: however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.